Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Noticed the uni trial was worn and was not sliding in properly on the tibial tray. A new one has been ordered.